Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the ventricular channel. The noise was classified as vf by the device and high voltage therapy was delivered. The noise was seen to correspond with the t-wave. Noise was also reproducible. Trending graphs showed a decrease in impedances. Review of the egms indicates a possible lead insulation anomaly. The lead was replaced.